Manufacturer narrative:
Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to accept the pin.

Event description:
It was reported that during routine testing at the MFR, the collet would not accept the large pin. There was no patient involvement and no allegation of adverse consequences associated with this event.